Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the flange of a 10 ml bd posiflush¿ normal saline syringe was damaged. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: DHR/bhr review there was no documentation of issues for the complaint of batch 7208541 during this production run. All our inspections and testing performed while manufacturing this batch were accepted. No rejections were documented. A sample was received. It has the plunger rod-rubber stopper, the tip cap, and the saline solution. The barrel label confirms that it is from lot# 7208541. It has the barrel flange damaged. Investigation conclusion: root cause could not be determined. There were no qns issued during the production of this batch listed in the complaint. All inspections and testing were accepted during the production of this batch. Possible root cause. Possible the plunger rod labeler equipment experienced a variation; anyway, adjustments have been verified. CAPA not required for this event.